Event description:
A customer reported encountering cgm error 42 while using their system. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the process, successfully resolving the issue, allowing the customer to start their sensor session without further errors.